Manufacturer narrative:
Continuation of concomitant medical products:: product ID 306001, implanted: (B)(6) 2022, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence, fecal incontinence. The trial began (B)(6) 2022. It was reported that the patient felt pulling in their back as well as soreness, and saw that one of their leads was a little loose. They stated their daughter was going to help them get re-taped, as they had a bowel accident and the tape became soiled. The patient was advised to contact their clinician if they had any concerns or questions. The issue was not resolved at the time of the report. The following day, the patient mentioned they had diarrhea that day, as they had not eaten any "solid yet." They were again advised to contact their clinician with questions regarding medical advice, or if they had questions about their health.